Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shocking lead impedances. The rv lead vector was reprogrammed to rv lead to can as those impedance measurements were within range. The patient's device was a non-boston scientific product. Commanded shock testing was recommended to determine the true shock impedance value. This rv lead remains in service. No adverse patient effects were reported.